Event description:
During an angioplasty procedure of the left common iliac artery, this balloon ruptured at two atmospheres. The rate of stenosis was 100%. The characteristics of the vessel are unknown. The pt age and gender are unknown. There is no info as to if there was any difficulty accessing the lesion with a guidewire. An indeflator was used in the procedure. The product was safely removed from the pt, and another balloon was used to successfully complete the procedure. There was no reported injury to the pt.

Manufacturer narrative:
The product will not be returned for eval and testing. Additional info will be forthcoming within 30 days upon receipt.